Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient underwent a surgical procedure on (B)(6) 2010 and coloplast aris was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with excision of vaginal tape and cystoscopy due to sui and vaginal granulation tissue. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence and bleeding. It was reported that the patient underwent a rectocele repair on (B)(6) 2007 concurrently with dermal allograft augmentation due to posterior pelvic prolapse. It was reported that the patient underwent a cystoscopy (B)(6) 2009 for utis and perineal myalgia due to sui. It was reported that the patient underwent anterior and posterior repair of enterocele on (B)(6) 2010 concurrently with vaginal vault suspension, coloplast aris- transobturator midurethral sling and cystoscopy with hydrodistention due to sui, pop and painful bladder syndrome. It was reported that the patient underwent a cystoscopy on (B)(6) 2012 concurrently with hydrodistention, anterior repair and mesh excision due to cystocele after mesh excision, pain, complications from mesh. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, spastic pelvic pain, discomfort, vaginal bulge and pressure, urgency, frequency, bladder spasms and recurrent urinary tract infections. It was reported that patient underwent mesh revision on (B)(6) 2006 by implanting surgeon due to symptomatic left mesh arm pain and left-sided pelvic floor myalgia.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, spastic pelvic pain, pelvic discomfort, vaginal bulge and pressure, urgency, frequency, bladder spasms and recurrent urinary tract infections. It was reported that patient underwent mesh revision on (B)(6) 2006 by implanting surgeon due to symptomatic left mesh arm pain and left-sided pelvic floor myalgia.